Manufacturer narrative:
D.4 device expiration date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd¿ infusion set experienced flow issues. Verbatim: my infusion center has been having issues with our burette tubing when administering ivig. There have been several incidents noted where there is still fluid in the ivig bottle, but the burette does not pull the fluid and the burette and tubing runs dry. In this situation the burette usually looks like a vacuum where it is squeezed tight like it was trying to pull the fluid but unable. Have there been any reports of this from other infusion centers? I have three sets of tubing I saved that I am happy to send in.